Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes that at implant, the device exhibited no output after connection to the leads.